Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). There were no discrepancies discovered during the DHR review. Manufacturing calibration readings were all in specification. A product sample was received for evaluation. Visual and functional testing were performed. The top and bottom cases were in excellent condition; there was no visible contamination. Event history log (ehl) showed force sensor test error but there was no battery issue found in the log. Power up process and calibration verification test were performed and force sense error was not duplicated; there was a steady state reading of the force sensor (with no pressure on it). Using biomed diagnostic monitor battery status, the reported problem regarding the battery was not duplicated; battery readings were all normal and battery was charging. The force sensor out of calibration condition is likely due to normal wear as the pump has been in service for over a year with no previous out of calibration condition noted. The root cause for the battery issue could not be determined, no fault found. Actions were taken to mitigate the reported issues: recalibrated force sensor, performed calibration on the pump and it passed.

Event description:
It was reported that a pump showed force sensor and battery issues. No patient injury was reported.